Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for an implant procedure. During the procedure while positioning the right ventricular lead, the junction between the subclavian vein and superior vena cava was dissected and the case had to be abandoned. The patient was in stable condition.